Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be due to a leak in the patient line extension set. One day after the leak was identified, the patient was hospitalized for the peritonitis event. On unreported dates, the patient was treated with an unspecified intraperitoneal antibiotic (medication, dosage, frequency, and duration not reported) for the peritonitis event and on an unreported date, treatment was switched to an unspecified intravenous antibiotic (medication, dosage, frequency, and duration not reported). Antibiotic therapy intravenously and with oral vancomycin was reported to be ongoing and scheduled to continue until seventeen days after the initial receipt of this report. It was not reported if dianeal therapy was ongoing. After being hospitalized for eight days, the patient was discharged. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.